Event description:
It was reported the contour stapler was used for a low anterior resection, it was reviewed and the steps for its execution were carried out correctly, but when the stapler was removed, the tissue is neither stapled nor cut. It was observed in the stapler reload that staples came out, but it did not perform how it should be. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿the staples came out, but did not perform how it should be?¿ were the deployed staples malformed or irregular in shape? Was this the first firing of the device? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022. Additional information was requested, and the following was received: please explain what is meant by, ¿the staples came out, but did not perform how it should be?¿ staples's tips were exposed in the reload channel but did not reach the anvil. The blade did not come out of the reload either were the deployed staples malformed or irregular in shape? They did not get formed at all. Was this the first firing of the device? Yes, it was the first firing. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.